Event description:
It was reported that during the procedure in the heavily calcified/tortuous right coronary artery, radial access was obtained and pre-dilatation was performed using a 3.0x20 trek balloon. A 4.0x23 rx vision stent system was advanced but could not cross the lesion and was pulled back into the guide catheter without resistance. This was repeated four times without applying force to the stent system. While retracting the stent system into the guide catheter without resistance for the fourth time, the stent dislodged in the vessel. An unspecified balloon was advanced distal to the stent, inflated to low atmospheres, and the balloon, dislodged stent, guide catheter, stent system, and guide wire were removed from the anatomy as a single unit. The vessel was re-wired and the target lesion was treated successfully using a 3.5x23 non-abbott stent system. The patient remained hemodynamically stable throughout the procedure and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the instructions for use (IFU) states in the stent placement precautions section that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.